Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited loss of capture and high out of range pace impedances of greater than 2000 ohms. Under x-ray, the lead was observed to have a kink in the subclavian area. The lv lead was explanted and replaced. During the procedure, the lead was tested via a pacing system analyzer which confirmed the observations. No additional adverse patient effects were reported.